Event description:
It was reported that due to oversensing was observed. The device was reprogrammed, the patient was in a bad condition after the reprogramming. The device reprogramming was redone successfully and the patient was in good condition.

Manufacturer narrative:
(B)(4).